Event description:
During a low anterior resection procedure, instrument could not be removed after firing. The knife did not cut. The surgeon removed the instrument by performing a colotomy. The operation site had to be resected and a new anastomosis was created. The pt's status is satisfactory.